Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty, the strike plate broke off of the handle. No surgical delay or patient consequences were noted.

Manufacturer narrative:
The complaint is confirmed based on the returned complaint sample. Visual inspection of the product confirmed that the plate had fractured off of the handle at the location of the weld. Impact marks could be observed on the handle and on the underside of the strike plate. The potential field age of the device was determined to be approximately 2 years. It is unknown how many times the device was used during this field life. Review of the device history records identified no deviations or anomalies. Failure mode investigation determined the failure is consistent with tensile overload. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.